Event description:
It was reported that the customer could not rewind the insulin pump. The buttons were not working. The customer's blood glucose level was 300 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads. The device passed the rewind test and no rewind anomaly was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).